Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. One kink was found on the catheter tubing near the y-fitting approximately 36.8cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure . We are unable to determine how this may have occurred. This issue has been escalated and the sensor is sent to the supplier for investigation to determine a root cause. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. A supplemental report will be submitted when additional information is provided analysis of production ((B)(4)) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period apr-19 to mar-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Manufacturer narrative:
(B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after the insertion of the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm and no arterial line tracing was displayed. Troubleshooting revealed that there was a pressurized flush to the fluid lumen. After locating the proper pressure cable and adapter, the fluid lumen yielded a crisp waveform. There was no patient harm or adverse event reported.